Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post paced t-wave oversensing on the ventricular lead was observed via remote transmission. The patient was asymptomatic and programming changes were recommended. No further information is available.